Event description:
It was reported, that the subject device had a crashed camera. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name : (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a crashed camera. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. In addition, the following reportable malfunctions were identified during the device evaluation: there was a broken video cable, stripes in the image and a dent on the outer tube. Based on the results of the investigation, it is likely the following led to the malfunction: the stripes on the image was due to a broken video cable. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.